Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details.

Event description:
It was reported that during a stent placement procedure in the sfa, a break in the stent inside the delivery system was noticed. The device was removed without difficulty and another stent was used to complete the procedure successfully. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. On the basis of the evaluation of the returned device and image, the reported event could not be confirmed. The stent was found to be completely loaded in the system and the deployment mechanism had not been activated. The strut structure of the stent was intact. No gap or break was found. Potential contributing factors to the reported event have been considered. As this event was found to be an isolated incident, no previously reported similar complaints could have been reviewed. In this case, the user may have been irritated by the radiopaque appearance of the pusher on the screen. Furthermore, the most proximal (and distal) strut section which is adjacent to the marker section is longer than the intermediate strut section of the stent which also may have led to irritation. The reported event also may have occurred during shipping or storage of the device. Also rough handling of the device during unpacking or preparation can lead to the reported damage. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used."